Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to an initial failure.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated and there was no abnormality of the appearance of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the halogen lamp of the otv-si was replaced with the subject device, but the subject device was not lit up. The user replaced the subject device with another md-151, and the other md-151 was lit up. There was no abnormality of the appearance of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.